Manufacturer narrative:
Follow up #1 submitted: 09/18/2015. The device was returned to the manufacturer and was investigated by product analysis on (B)(4) 2015 with the following findings: review of the black box and download history did not reveal any errors, alarms or warnings related to the complaint. On examination, the battery compartment was cracked on the side from the threads traveling down along the side of the bumper to the case seal. There was visible corrosion/rust inside the battery compartment. The pump failed leak test due to a battery compartment leak. The pump was opened and did not reveal any evidence of internal moisture. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.